Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by worn internal components. (B)(4) devices were found to have corrosion. (B)(4) device was found to be affected by residue on a component. (B)(4) device was found to be affected by debris. (B)(4) device was found to be affected by a damaged internal component. (B)(4) device was found to be affected by a damaged internal component and corrosion. (B)(4) device was found to be affected by debris and worn internal components. (B)(4) device was found to be affected by corrosion and worn internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the devices had run-on or a sticking trigger with run-on. (B)(4) reported events had no patient involvement; no patient impact. (B)(4) reported events had patient involvement; no patient impact. (B)(4) reported event had no known patient involvement or patient impact.